Event description:
The therapist (B)(6) allegedly noticed that (B)(6) had run into something and pulled out the cord, leading to the joystick. She allegedly went to plug it back in and the voltage arced to her thumb ring, then shocked and melted her ring some, causing a third degree burn to her thumb.

Manufacturer narrative:
RMA 859619508 has been initiated for this issue. Model m51 serial number/date code (B)(4) is approximately 9 month old. The user manual part number 1125085 was issued with this device. It is unknown if the consumer has fully read and understands the user manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumers medical condition, stability and medication regimen are unknown. The consumers age, height and weight are unknown. The consumers technique while using the device is unknown.